Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("plaintiff did not undergo essure confirmation tests."). Concurrent conditions were listed as headache, pulmonary embolism, menstruation irregular, vaginal dryness and weight gain. The only concomitant product mentioned was coumadin (warfarin sodium). On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pregnancy with contraceptive device (seriousness criterion medically important), abortion spontaneous ("stillbirth/miscarriage"), abdominal pain ("abdominal pain"), back pain ("back pain."), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)."), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (total robotic hysterectomy. Bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-oct-2020: medical record received. Reporters information, concomitant drug, essure removal date and medical history were added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation tests." And device ineffective "device ineffective". The patient's concurrent conditions included weight gain, vaginal dryness, menstruation irregular, pulmonary embolism and headache. Concomitant products included warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth/miscarriage"), abdominal pain ("abdominal pain"), back pain ("back pain."), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)."), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total robotic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, rash, skin disorder, vaginal infection, vaginal discharge, fatigue, migraine and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.